Event description:
Difficult delivery on an infant. Md felt pt was unable to progress. Vacuum extraction was attempted, via MFR recommendations. The infant could not be delivered; cesarean-section was performed. When the infant was born, he was very depressed. The infant died. Autopsy demonstrated a subgaleal hemorrhage. This report was not submitted because of unclear responsibility for event. After reviewing for FDA report, committee felt it was appropriate. Became aware of the relationship between the event and the need to report 7/1/98.